Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of colon cancer procedure, upon disconnecting the sigmoid colon, both reloads did not fire. The surgeon was able to press the green button but could not squeeze the handle. The reload was replaced with another one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abnormalities that would have caused or contributed to the reported condition. Functionally the loading unit was loaded into a post market vigilance instrument and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.